Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the event could be attributed to the complexity of this clinical case. The physician also commented that there was no issue with the patient's condition, and he was discharged 2 days after the procedure. The shaft surface of the returned subject guide wire had parallel longitudinal scrapes which could be considered traces of relatively hard and sharp edges point-contacted and scratched the shaft surface at regular intervals at approximately 43cm to the proximal end. Some of the scrapes were so deep as to reach the shaft core. Peeling of ptfe coating with scratches was found at regular intervals in the circumferential direction at approximately 44cm to the proximal end. In addition, entire circumferential peeling of ptfe coating was found intermittently 45-47cm to the proximal end. The peeled ptfe coating of the distal portion was found gathered toward the distal end. Simulating the past similar events into consideration, an unused 0.014" sample guide wire was inserted into a torque device and tightened. Consequently, scrapes, some of which were as deep as to the shaft core, were made at regular intervals to the circumferential direction. Then the torque device was slightly untightened, and a metal fixture of the torque device was slid so that the metal fixture would scratch the shaft surface. Observation of peeling of the ptfe coating revealed that entire circumferential peeling of ptfe coating was intermittently created, just as the returned subject guide wire had. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, as well as the simulated experiment, it was presumed that the metal fixture inside the torque device and the shaft surface of the subject guide wire intensely contacted each other, applying the force exceeding the product design limit to cause damage on the ptfe coating. Although there was no indication of product deficiency, it was concluded that a possibility could not be denied that the fragment might have been left inside the patient anatomy. The instruction for use states: [malfunctions and adverse effects] abrasion of the guide wire coating.

Event description:
During a pci to treat a moderately calcified cto lesion in the lad #7, an attempt was made to cross the lesion with the subject guide wire, but the ptfe coating was found peeled off at the proximal shaft. Judging from the location of the peeled location of the coating, a possibility was considered to be ruled out that the coating fragments could be left inside the patient anatomy. Without additional treatment regarding the event, the procedure was continued and eventually completed with successful revascularization by stent deployment.